Event description:
Customer was hospitalized due to a diabetes-related issue while using the insulin pump and related supplies, experiencing high blood glucose levels of 47 mmol/l and high ketones of 4.1, though these were not deemed life-threatening. Customer received IV fluids and insulin drip treatment, which resolved the issue. Pump system was checked and found to be functioning as intended, and there was no permanent damage identified by the healthcare provider.